Event description:
Additional information received reported that the infection resolved with daily local wound care and that no deep infection occurred. After reprogramming device, the patient was doing better.

Event description:
It was reported that the patient never experienced stimulation or therapeutic effect. Troubleshooting determined the patients implantable neurostimulator (ins) was turned off. With the ins turned on, the patient experienced stimulation in the rectal area. It was also noted that the patient had an infected stitch. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).